Event description:
The pt is a (B)(6) female who was admitted (B)(6) 2011, s/p multiple falls at home. She was evaluated in the ed and found to have abnormal electrolytes due to acute renal failure. She was determined to be a safety risk for falling in the hosp and was connected to a chair alarm. The alarm mechanism is triggered when the magnetic strip is separated from the unit. The alarm was tested at the beginning of the shift and found to be in working order. At 00:30 am on (B)(6) 2011, the pt's roommate was heard to scream for assistance. The pt was found on the floor with her disconnected chair alarm non functioning. The unit was retested and found to be nonfunctional despite a new battery. The battery that was in place was tested on another unit and found to have sufficient power to set the alarm off. The pt examined and complained of pain in the left wrist and left hip pain. Imaging studies confirmed fractures of the left wrist and left hip. An orif of the left hip was performed.